Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top of the case was found badly damaged and the battery door was cracked. Motor rate error was found on the error history log. Motor rate error was also found during occlusion test. The root cause of the reported issue was found to be worn components due to normal wear of the device. The device was over 14 years old. Actions were taken to mitigate the reported issue: motor assembly, worm gear, leadscrew and clutch halves were replaced. Occlusion test was performed and all functional testing passed. (UDI) is unknown. No information provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that motor rate error occurred. No patient injury was reported.